Event description:
It was reported that the lead migrated. There were no patient symptoms or injuries related to this event but surgical revision was required to implant a new lead. It was noted that reprogramming was also done. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).